Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: when accessing patient's single lumen powerflow port with a 16 g x 1.77 inch insyte autoguard needle, the IV needle did not retract when pressing the button lot# 4082066.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381457 and lot number 4082066. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Correction related record added.